Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a permanent lead procedure on (B)(6) 2017, the patient experienced abdominal pressure while the physician attempted to place the lead. It was determined the patient may be stenotic. As such, the procedure was abandoned.